Manufacturer narrative:
Patient registration has not been returned to manufacturer. Software investigation has not been completed at the time of this report.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon attempted to register the patient with touch-n-go and did not receive a registration error metric value. The software remained in the "analyzing" step after touching all the fiducials on the patient. The site then registered the patient using tracer and continued with the posterior brain biopsy procedure. The surgeon noted being 6mm superficially inaccurate, and opted to proceed with navigation recognizing the need to adjust for the inaccuracy. The procedure was completed with the use of the stealthstation s7 system. There was no impact on patient outcome.